Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint that the scissor tip is chipped. Fa found the primary failure of mechanical indentations/burrs to the blades to be related to the customer reported complaint. The instrument was found to have blade damage. Both blade edges were indented, this can prevent the blades from closing. The root cause of mechanical indentations/burrs instrument blades is typically attributed to mishandling/misuse. As of 06/03/2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the remotefe procedure log showed the monopolar curved scissors (mcs) (part# 470179-19 / lot# k11211011 0009) was last used on (B)(6) 2022 on system sk0120. The mcs had 9 lives remaining. This complaint is considered a reportable event due to the following conclusion: it was reported that the mcs was chipped at the tip. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) was chipped. The instrument was not used on the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient and the damage occurred outside of a surgical procedure. This product was not used with a patient, it was seen fragmented during the sterilization process. The customer confirmed there was no contact with a patient. The customer confirmed the instrument did not collide with any other instrument or hard material. The chip was noticed on 02/14/2022. Patient demographic information was requested but not provided.